Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a missing component is inconclusive due to poor sample condition. One open packaging for a 20 ga x 0.75 in powerloc and one powerloc infusion set were returned for evaluation. A non-original needle cover was attached over the needle. The safety had not been activated. The luer caps were attached. No apparent evidence of use was observed. The needle protective sheath was not present with the returned components. The condition of the kit and presence of components prior to kit opening could not be determined from the sample provided; therefore, the complaint could not be confirmed and remains inconclusive at this time. Possible contributing factors include omission of component prior to kit packaging and misplacement of component after kit opening. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when opening the package, it was noticed that the cap (protective sleeve) of needle was not contained in it. There was no reported patient involvement and no other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of aseqf054 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when opening the package, it was noticed that the cap (protective sleeve) of needle was not contained in it. There was no reported patient involvement and no other information was provided.